Event description:
It was reported that this implantable pacemaker entered in safety mode. This device was explanted and returned to boston scientific for analysis. Another device was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Prior to the device explant the patient required a temporary pacemaker. This device was explanted and returned to boston scientific for analysis. Another device was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with low voltage capacitors on the pacemaker. This high current condition depleted the battery of the device faster than normal. Additional information was corrected on the following fields: b5: describe event or problem field h6: patient codes.

Manufacturer narrative:
Additional information was corrected on the following fields: b5: describe event or problem field. H6: patient codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Prior to the device explant the patient required a temporary pacemaker. This device was explanted and returned to boston scientific for analysis. Another device was implanted instead. No further adverse patient effects were reported.